Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 3.1, lab: 3.8; date: (B)(6) 2010, inratio: 2.0, 2.0, lab: 3.8, 3.7. Pt's therapeutic range: 2.0-3.0 inr.